Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm increased basal delivery and delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "high", specific value was not provided, and the meter bg reading ranged from 100-200 mg/dl. As a result of the increased basal delivery and auto-bolus, customer's blood glucose (bg) level lowered to 30 mg/dl and customer lost consciousness. Customer was transported to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline. The customer was discharged from the hospital 5 days later on 7/20/2023 with no permanent damage, and the issue resolved. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.